Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. See h.10.

Event description:
It was reported that unspecified bd¿ device had lipids backing up to the back flow valve. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported that lipids were backing up to the back flow valve on the prostin line. Event description per email states: on this particular patient she has lipids (chamber a), tpn (chamber b) and prostins (chamber d). We ran into some issues today with the lipids backing up to the back flow valve on the prostin line. We did some trouble shooting and got it working again. Then we did the tpn/il change out and the problem started again. I went in to see what the various pressures were on the 3 different chambers and all three had totally different settings. Chamber a was at medium pressure with no numeric value. Chamber b had "p" pressure (pump and selectable were the two options but not a numerical value) and chamber d had a pressure set at 700mmhg. My question is why are there 3 totally different types of pressure measurements on this one brain. Can you help me understand this or send my email on to someone that can? I more so just want to get clarity for myself and figure out what the issue might be in the future by knowing what the various pressure settings mean.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed and the (B)(6) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ device had lipids backing up to the back flow valve. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that lipids were backing up to the back flow valve on the prostin line. Event description per email states: on this particular patient she has lipids (chamber a), tpn (chamber b) and prostins (chamber d). We ran into some issues today with the lipids backing up to the back flow valve on the prostin line. We did some trouble shooting and got it working again. Then we did the tpn/il change out and the problem started again. I went in to see what the various pressures were on the 3 different chambers and all three had totally different settings. Chamber a was at medium pressure with no numeric value. Chamber b had "p" pressure (pump and selectable were the two options but not a numerical value) and chamber d had a pressure set at 700mmhg. My question is why are there 3 totally different types of pressure measurements on this one brain. Can you help me understand this or send my email on to someone that can? I more so just want to get clarity for myself and figure out what the issue might be in the future by knowing what the various pressure settings mean.